Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were : updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. A stem inserter was returned for review. Visual review of the device confirms that the blue sleeve was cracked. Device has an approximate field age of two years. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during an initial hip arthroplasty, the instrument was found fractured. Attempts have been made and additional information on the reported event is unavailable at this time.